Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tni test results from 2 different pts that were generated by the access instrument. Pt a had an accu tni result of 1.94 ng/ml. The erroneous result was not reported out of the lab. The customer indicated that all abnormal test results are repeated prior to reporting. The original sample from pt a was repeated for accu tni on the access instrument. The repeated accu tni result was 0.03 ng/ml. This result was reported out of the lab. Pt b had an accu tni result of 8.71 ng/ml. This value was verbally reported out of the lab. The customer indicated that nursing unit was informed about performing another repeat prior to reporting results. The original sample from pt b was repeated on the access instrument. The repeated accu tni result was 0.27 ng/ml. This result was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.